Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the valve embolization and resulting placement in incorrect location was reportedly due to procedural factors (pusher was not pulled back before valve deployment). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 23mm sapien xt valve was implanted inside of a pre-existing surgical valve in the aortic position via transfemoral approach. During valve deployment, the operator did not pull back the sheath when the valve was released and the balloon was inflated, resulting in the distal end of the valve opening. The valve could not be positioned properly. The delivery system was pulled back to expand the balloon in order to open the valve completely, but was unsuccessful. The valve embolized to the aorta and was deployed in the ascending aorta. The patient became hemodynamically unstable and went into cardiac arrest. A second valve was implanted under cardiac massage. However, the patient died due to cardiac arrest.

Manufacturer narrative:
Reference CAPA-20-00141.